Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6)2009, that a leveen needle electrode was used during a radio frequency ablation of the kidney performed on (B)(6)2009. According to the complainant, the procedure began normally, but the device eventually delivered an insufficient roll-off signal. The procedure was stopped and not completed due to this event. No further information is available regarding the circumstances surrounding this event. Should additional details become available, a supplemental report will be submitted.